Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v009664, product type: lead. Product ID: 377760, lot# v009664, product type: lead. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that they had a staph infection in 2007 and noted that they were having 6,7, or 8 surgeries a year. The related medical history included non-malignant pain and failed back surgery syndrome. A supplemental report will be submitted if additional information is received.